Event description:
It was reported, that after approx. 40 months the patient received inappropriate shocks due to oversensing. The physician explanted both a and rv leads and implant a single new dx lead.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided trend data, acquired between 22nd of march 2020 and 16th of november 2020 was analyzed. The pacing impedance trend curve showed stable values around 500 ohms with a single peak to greater than 1500 ohms at the end of the recording period. The analysis of the provided iegm freezes revealed artifacts on the right ventricular channel, which led to the reported oversensing as reported in the complaint description. The list of episodes showed multiple shock deliveries on the (B)(6) 2020. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.